Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the surgeon stated that the device would not lock and toggle would not stick. A new hand piece was opened to complete the procedure.